Manufacturer narrative:
On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: tibial loosening of a cemented primary tka performed two months before. The knee appears to be in valgus position but this is unlikely the cause for the loosening. According to report, poor interlocking of cement in the tibial base surface has been achieved , and this may well be related with the difficulties of the implant to hold position. Normally this happens because of temperature problems, such as an implant which is too cold, or a cement which has been subject to temperature stresses during transportation or storage, but there is not enough information to draw a conclusion. However, it is extremely unlikely that the reason for the loosening was a defect of the prosthetic component. Batch review performed on (B)(6) 2016. Lot 152348: (B)(4) items manufactured and released on 12 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
Revision surgery 3 months after primary due to loosening of the tibial component. Cement did not adhere to the implant.

Manufacturer narrative:
On 24 june 2016, the (B)(4) project manager performed a visual inspection of the retrieved explants and commented as follows: tibial component: no residual traces of the cement were noted on the distal surface of the baseplate. Since the cement is a filler and not an adhesive, it is usual to not see residual cement on the explanted component. The finishing of the distal surface is glass beads blasted to improve cementation. It is in compliance with the specifications required. Femoral component: no residual traces of the cement were noted on the internal surface of the component. Since the cement is a filler and not an adhesive, it is usual to not see residual cement on the explanted component. The finishing of the internal surfaces of the component in contact with the cement is in compliance with the specifications required. Some scratches have been noted on the anterior and distal articular surfaces most likely caused by the instrument used for the explantation. Tibial insert: the lip of the anterior clipping system was found damaged. This was most likely cause by the instruments used for the explantation. From visual inspection it is not possible to identify any possible root cause for the event. On 08 july 2016 the manufacturer of the cement involved in the complaint (not marketed in USA) provided the investigation results, reporting as follows: based on the results of the investigation we can not find a cause for the product not to adhere to the implant. There have been no issues with regard to adhesion problems in the past and will therefore close this complaint. On 18 july 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 21 july 2016 the report was sent to the initial reporter and the case was closed.